Event description:
The manufacturer received information alleging the screen will not light up on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not able to confirm the issue on the device. There was no part replaced on this device. The device will be scrapped.